Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
02/15/2021: updated event description: this complaint involves two (2) devices.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: concomitant device reported h3, h4, h6: device history lot part: 352.085 lot: 30106 manufacturing site: selzach supplier: (B)(6). Release to warehouse date: 26.may 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: investigation site: (B)(4). Selected flow: damage visual inspection: the cutting edges of the returned devices were found blunt. Moreover, there are slightly signs of use visible on the entire surface. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Summary: the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed related pictures are attached in pi-16134823199633408 if additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that during a training session that the forward cutting reamer was occasionally difficult to use as it was starting to get blunt. The reamer head was first used in 2014. This report is for one (1) 8.5mm medullary reamer head. This is report 1 of 1 for (B)(4).